Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2012501) on 03-sep-2020. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 48-year-old female patient who had essure (batch no. 915879) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic periods"), headache ("headaches"), neck pain ("neck pain"), tinnitus ("pulsatile tinnitus"), sinusitis ("recurrent sinusitis"), blindness ("vision loss"), depression ("depression"), fatigue ("chronic fatigue"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("recurrent tendonitis"), metal poisoning ("heavy metal poisoning"), adenomyosis ("adenomyosis") and adhesion ("adhesions") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced hypothyroidism ("hypothyroidism"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, headache, neck pain, tinnitus, sinusitis, blindness, depression, weight increased, fatigue, musculoskeletal pain, tendonitis, metal poisoning, adenomyosis and adhesion outcome was unknown and the hypothyroidism had not resolved. The reporter considered adenomyosis, adhesion, blindness, depression, fatigue, headache, hypothyroidism, menorrhagia, metal poisoning, musculoskeletal pain, neck pain, pelvic pain, sinusitis, tendonitis, tinnitus and weight increased to be related to essure. The reporter commented: after explantation of essure, improvement in general condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 915879) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic periods"), headache ("headaches"), neck pain ("neck pain"), tinnitus ("pulsatile tinnitus"), sinusitis ("recurrent sinusitis"), blindness ("vision loss"), depression ("depression"), fatigue ("chronic fatigue"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("recurrent tendonitis"), metal poisoning ("heavy metal poisoning"), adenomyosis ("adenomyosis") and adhesion ("adhesions") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced hypothyroidism ("hypothyroidism"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, headache, neck pain, tinnitus, sinusitis, blindness, depression, weight increased, fatigue, musculoskeletal pain, tendonitis, metal poisoning, adenomyosis and adhesion outcome was unknown and the hypothyroidism had not resolved. The reporter considered adenomyosis, adhesion, blindness, depression, fatigue, headache, hypothyroidism, menorrhagia, metal poisoning, musculoskeletal pain, neck pain, pelvic pain, sinusitis, tendonitis, tinnitus and weight increased to be related to essure. The reporter commented: after explantation of essure, improvement in general condition. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.